Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent anterior cervical discectomy and fusion due to degenerative disc disease at levels c6-7. Intra-op, cage broke. Another cage was inserted without any error. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and microscopic examination of the returned implant identified posterior deformation around the screw boss hole, consistent with over-torque of the bone screw during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.